Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The failure to cycle was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. It is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the needle to cuff miss. In this case, an anterior cuff miss occurred. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a vessel closure with a prostyle device relative to a procedure. Reportedly, during step 3 of device deployment, a failure occurred, preventing the release of the blue suture and resulting in the loss of the device [suture was not present when the plunger was removed, therefore, the device could not be used]. The method of hemostasis was not provided. No additional information was provided.